Manufacturer narrative:
The oad was returned for analysis with a portion of the guide wire engaged in the device. Examination of the handle assembly, saline sheath, and driveshaft revealed the saline sheath, driveshaft, and engaged guide wire to have been destructively cut from the handle assembly. The driveshaft filars were found to be damaged and deformed with a fractured crown weld filar located at the proximal edge of the crown. There was some biological material observed within the driveshaft filars in this area. Detailed analysis confirmed that the returned guide wire spring tip had detached from the guide wire. The detached spring tip was not returned. Scanning electron microscope analysis of the detached spring tip core wire and adhesive section revealed platinum particles embedded within the adhesive residue. The damage to the spring tip proximal adhesive bond may be an indication that the oad had come into contact with the guide wire spring tip resulting in the detachment, however this could not be confirmed. When the oad was tested, it functioned as intended with no anomalies noted. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck on the guide wire and the tip of the guide wire detached. The target lesion was located in the circumflex and was treated using three passes with the oad on low speed. The oad then became stuck on the guide wire. When attempting to remove the device, it was found to be difficult to remove from the lesion. The shaft of the oad was cut to release the crown from the lesion, and balloon angioplasty was performed. The tip of the guide wire was then noted to be detached. The wire fragment was snared and removed and the patient was stable following the procedure.